Event description:
Reporter alleged discrepant, back to back blood glucose results of 440 mg/dl, 417 mg/dl, and 168 mg/dl, when testing was performed within 10 minutes on the compact plus system. Reporter stated, customer had no symptoms and did not treat/act on the results. A request was made for the return of the suspect device and replacement product was sent.